Manufacturer narrative:
A1. Patient identifier: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. Blood was present in the balloon which is indicative of a leak. The returned device was attached to an encore inflation unit. Positive pressure was applied, the balloon was inflated to its rate of burst pressure of 10 atmospheres for 30 seconds using glycerol/water and digital timer: g24609, when liquid was observed to be leaking from a balloon pinhole located approximately 1mm distal of the proximal markerband. An examination of the markerbands identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 10 atmospheres as per pcb2cm specification.

Event description:
It was reported that the balloon burst. The target lesion was in a fistula. A 7.00mm / 2.0cm / 90cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon burst when inflated at near working pressure for a few seconds upon first inflation and did not exceed the burst pressure. Also, the vessel plate is not stiff. The device was simply pulled out and the procedure was completed with another of the same device. There were no complications reported and the patient is stable post procedure.

Manufacturer narrative:
Patient identifier: (B)(6).

Event description:
It was reported that the balloon burst. The target lesion was in a fistula. A 7.00mm / 2.0cm / 90cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon burst when inflated at near working pressure for a few seconds upon first inflation and did not exceed the burst pressure. Also, the vessel plate is not stiff. The device was simply pulled out and the procedure was completed with another of the same device. There were no complications reported and the patient is stable post procedure.